Event description:
On (B)(6), 2010, this pt underwent endovascular repair of an aneurysm of the right common iliac artery, including the bifurcation of the external and internal iliac arteries, using gore excluder aaa endoprostheses. A contralateral leg component was implanted at the right iliac artery without incident. However, the 18fr introducer sheath (brand unk) could not be advanced past the distal end of the contralateral leg component due to tortuosity. The physician then attempted to advance the aortic extender component outside of the sheath to the proximal end of the contralateral leg component. After several forcible attempts to advance were made, the aortic extender component unintentionally deployed in the distal end of the contralateral leg component. The physician deployed two additional aortic extender components at the proximal side of the contralateral leg component. The final angiography revealed the presence of the distal olive from the aortic extender delivery catheter in the external iliac artery. The olive tip was retrieved with a snare catheter.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.